Event description:
Boston scientific received information that the left ventricular (lv) lead impedance measurement had gradually increased from 875 ohms to 1223 ohms. It was also noted that the lv threshold measurement had increased. Since there was no noise, the physician opted to reprogram the configuration. Approximately one and a half years later the lv lead pacing impedance measurement had increased to greater than 2000 ohms and there was oversensing of noise. An x-ray was taken which did not yield any significant findings. Subsequently a revision procedure was performed where the lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.